Event description:
It was reported, that the patient presented to the emergency room. After receiving inappropriate shock therapy. Upon interrogation, it was noted, that the inappropriate therapy was delivered, due to rapidly conducted atrial fibrillation. No intervention was performed. The patient was stable.